Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.the device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a cholecystectomy procedure, there were malformed clips. The clips did not hold they closed a crossed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. One conforming and one scissored clips were returned inside a plastic bag. The device was received with one clip loaded in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and fed the remaining clips were formed as intended. In addition the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation¿. The batch record was reviewed and no anomalies were noted during the manufacturing process.